Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: this is a complex case that evolved over approximately 3.5 years. The heavily calcified ostium of the rca is stented, restenosed, re-stented, and re-restenosed. Additionally treatments included high pressure poba, deb and finally implant deployment. The operator did what he could to increase the lumen diameter but in the end the implant was left under expanded in a region that had been treated and restenosed multiple times. Under expansion was most likely related to multiple layers of metallic stents, the initial heavy calcification and the neointimal hyperplasia burden within the vessel ostium. The reported patient effects of angina, arrhythmias, death, myocardial infarction and stenosis, are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2014, the patient returned and underwent additional angioplasty. The rca lesion was predilated with a 2.0x20 mm mini trek balloon at 20 atm. A 4.0x10 mm cutting balloon was inflated at 18 atm, resulting in 56% residual stenosis. Additionally, a 3.5x24mm non-abbott stent was deployed in the ostial rca, followed by post-dilatation with a 4.0x20 mm non-abbott high pressure balloon inflated within the stent. Angiogram revealed timi 3 flow and 6% residual stenosis in the proximal rca. On (B)(6) 2015, the patient returned with 82% in-stent restenosis of the 3.5x28mm xience v in the ostial to proximal rca. On (B)(6) 2015, the patient returned with 90% in-stent restenosis of the prior drug eluting stents in the proximal rca. A 6fr. Jr4 guiding catheter was engaged in the ostium of the rca smoothly and a 0.014 inch non-abbott guide wire was advanced to the posterior lateral branch successfully. Then a 3.0x20mm non-abbott balloon was inflated up to 20 atm in the ostium of the rca to proximal rca several times. A 4.0x20mm non-abbott balloon was inflated up to 20 atm several times and a 3.5x23mm implant was deployed in the ostium rca up to 16-18-20 atm followed by a 4.0x20mm non-abbott balloon for post-dilatation up to 20-22 atm. Optical coherence tomography and angiography showed a good result with the implant well deployed and well appositioned. On (B)(6) 2015 the patient returned with total occlusion in the ostium rca at the implant segment, timi 0 flow. The mid-rca had 40-50% calcified noncritical stenosis. Treatment was performed using a high pressure balloon. Dual anti-platelet agents (aspirin and clopidogrel) were used for reocclusion/acute coronary syndrome. Temporary pacing was removed after recovery to normal sinus rhythm. The patient was sent to the coronary care unit. On (B)(6) 2015, the patient was found dead in their home. The cause of death is unknown; however, reportedly the patient was very old and had others diseases. The patient was confirmed to have been compliant with their dual anti-platelet therapy post deployment of the implants. No additional information was provided. Concomitant products: stent: xience v 2.5x38mm, biomatrix 3.5x18mm; nobori 3.5x24mm; abbott implant 3.5x23mm. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2012 was to treat two lesions located in the right coronary artery (rca): the proximal with 60% stenosis and the distal with 80% stenosis in the bifurcation lesion. A 3.5x28mm xience v was implanted in the ostium of the rca using up to 16-18 atmospheres (atm) and a 2.5x38mm xience v was implanted in the posterior descending artery (pda). On (B)(6) 2012, the patient returned with in-stent restenosis of the 3.5x28mm xience v. The 2.5x38mm xience v implanted in the pda was found to have 22% in-stent restenosis and was not treated. Balloon angioplasty was used to treat the proximal rca. On (B)(6) 2013, the patient returned with 60-70% in-stent restenosis of the 3.5x28mm xience v implanted in the ostial rca. A 3.5x10mm cutting balloon was inflated up to 14 atm and a non-abbott drug eluting stent was implanted for treatment. On (B)(6) 2014, the patient returned with 91% in-stent restenosis of the 3.5x28mm xience v in the ostial rca. The rca lesion was crossed predilated with a 2.0x20mm mini trek balloon at 16 atm and a 4.0x10mm non-abbott cutting balloon at 12 atms. A 4.0x20mm drug eluting balloon was inflated in the lesion resulting in 15% residual stenosis.